Manufacturer narrative:
The product was not received by the manufacturer. Exemption number: e2015015.

Event description:
The clinician reported that 3.5 months after the dental implant was placed in ada site 7, the implant had not achieved osseointegration in type ii bone. Clinician reports mobility in this immediate extraction site. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
The product was not received by the manufacturer. Exemption number: e2015015.

Event description:
The clinician reported that 3.5 months after the dental implant was placed in ada site 7, the implant had not achieved osseointegration in type ii bone. Clinician reports mobility in this immediate extraction site. There were no reported post-operative complications.